Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned, as it was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The physician reported that the patient had purulent secretions from a furuncle under the left breast and at the peristomal area. On (B)(6) 2018, an abdominal CT was performed, with results showing a possible fistula. Superior digestive endoscopy was performed on (B)(6) 2018 and (B)(6) 2018, showing chronic gastric leaks. The peg-j was then replaced on an unknown date. On (B)(6) 2018, the patient was seen by the physician for purulent leaks through fistulas under the left breast and around the jejunal stoma. Secretion examination was performed on (B)(6) 2018, showing infection with staphylococcus aureus, streptococcus sp., viridans, klebsiella sp., and candida sp. The patient was treated with levofloxacin and linezolid starting on (B)(6) 2018, and with gentamycin and ciprofloxacin starting on (B)(6) 2018. Despite the antibiotic treatment and daily wound dressing changes, the secretions persisted.